Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the available information, boston scientific corporation could not confirm the reported event of stent failure to deploy. The cause of the event is unknown, device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastrically into the pancreas to treat a pseudocyst during a cyst drainage procedure performed on (B)(6) 2022. During the procedure, the first flange of the axios stent was unable to deploy inside the cyst. The device was removed from the patient fully covered by the outer sheath, and the procedure was completed using another of the same device. There were no patient complications reported as a result of the event. The patient's condition following the procedure was reported to be fine.